Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: one (1) controller (B)(6) and one (1) battery (B)(6) were not returned for evaluation. Six (6) batteries (B)(6) were returned for evaluation. Review of the (B)(6) manufacturing documentation confirmed that the associated battery met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned batteries revealed that the units passed visual inspection and functional testing. The batteries were able to adequately provide power to a test controller with no anomalies observed. Internal inspection of the returned batteries did not reveal any anomalies. Internal inspection of the returned batteries did not reveal any anomalies. Review of the event log file revealed a controller power up event with an associated pump start event logged on (B)(6) 2023 at 17:09:25. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 22% relative state of charge (rsoc) and that (B)(6) was connected to p ower port two (2) with 72% rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port (1) and no power source was connected to power port two (2). No anomalies were observed leading up to the loss of power. The controller was without power for eleven (11) seconds. Analysis of the alarm log file did not reveal any critical battery alarms logged within the analyzed period. As a result, the reported loss of power event was confirmed, the reported batteries not recognized by the controller event involving the returned batteries was not confirmed. The reported critical battery alarm event was not confirmed. The reported battery not recognized by the controller event involving (B)(6) could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported battery not recognized by the controller event involving (B)(6) can be attributed, but not limited, to an internal battery communication error, a faulty integrated circuit, an improper weld, and/or a soldering defect. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Additional products: (B)(6) d9: yes, return date: 25-apr-2023 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 (B)(6) h6: FDA method code(s): b14, b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 (B)(6) d9: yes, return date: 25-apr-2023 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 (B)(6) d9: yes, return date: 25-apr-2023 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 (B)(6) d9: yes, return date: 25-apr-2023 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 (B)(6) d9: yes, return date: 25-apr-2023 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 (B)(6) d9: yes, return date: 25-apr-2023 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited an unexpected loss of power. The patient suspected that multiple batteries were not recognized by the controller. Critical battery alarms were alleged on each battery. The patient was anxious and concerned about the potential for the pump to not restart. The patient reconnected new and fully charged batteries and the pump restarted immediately when the controller recognized power sources were connected. The batteries were exchanged. The controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name : heartware ventricular assist system ¿ battery; model #: 1650 ; catalog #: 1650 ; expiration date: 30-apr-2022; serial #: (B)(4); UDI #: (B)(4); device available for evaluation : no; device evaluated by MFR: no, device evaluation anticipated, but not yet begun ; mfg date: 07-apr-2021 ; labeled for single use: no ; patient ime code(s): e2403 ; imf code(s): f26;: img code(s): g02002 ; FDA device code(s): a0705 ; FDA method code(s): b21 ; FDA results code(s): c21 ; FDA conclusion code(s): d16. Brand name: heartware ventricular assist system ¿ battery ; model #: 1650 / catalog #: 1650 / expiration date: 30-nov-2022 / serial #: (B)(4); UDI #: (B)(4); device available for evaluation: no ; device evaluated by MFR : no, device evaluation anticipated, but not yet begun ; mfg date: 16-nov-2021 ; labeled for single use: no; patient ime code(s): e2403 ; imf code(s): f26; img code(s): g02002 ; FDA device code(s): a0705 ; FDA method code(s): b21 ; FDA results code(s): c21 ; FDA conclusion code(s): d16 . Brand name: heartware ventricular assist system ¿ battery ; model #: 1650 / catalog #: 1650 / expiration date: 30-nov-2022 / serial #: (B)(4); UDI #: (B)(4); device available for evaluation: no ; device evaluated by MFR: no, device evaluation anticipated, but not yet begun; mfg date: 16-nov-2021 ; labeled for single use: no ; patient ime code(s): e2403 ; imf code(s): f26 ; img code(s): g02002 ; FDA device code(s): a0705 ; FDA method code(s): b21 ; FDA results code(s): c21 ;FDA conclusion code(s): d16 . Brand name : heartware ventricular assist system ¿ battery; model #: 1650 / catalog #: 1650 / expiration date: 30-nov-2022 / serial #: (B)(4); UDI #:(B)(4); device available for evaluation: no ; device evaluated by MFR: no, device evaluation anticipated, but not yet begun ; mfg date: 17-nov-2021 ; labeled for single use: no; patient ime code(s): e2403; imf code(s): f26; img code(s): g02002 ;FDA device code(s): a0705 ; FDA method code(s): b21 ; FDA results code(s): c21 ; FDA conclusion code(s): d16. Brand name: heartware ventricular assist system ¿ battery ; model #: 1650 / catalog #: 1650 / expiration date: 30-nov-2022 / serial #: (B)(4); UDI #: (B)(4); device available for evaluation: no ; device evaluated by MFR: no, device evaluation anticipated, but not yet begun ; mfg date: 18-nov-2021; labeled for single use: no ; patient ime code(s): e2403 ; imf code(s): f26; img code(s): g02002 ; FDA device code(s): a0705 ; FDA method code(s): b21 ; FDA results code(s): c21 ; FDA conclusion code(s): d16. Brand name : heartware ventricular assist system ¿ battery ; model #: 1650 / catalog #: 1650 / expiration date: 31-may-2023 / serial #: (B)(4); UDI #: (B)(4); device available for evaluation: no ; device evaluated by MFR: no, device evaluation anticipated, but not yet begun; mfg date: 04-nov-2022 ; labeled for single use: no ; patient ime code(s): e2403 ; imf code(s): f26 ; img code(s): g02002 ; FDA device code(s): a0705 ; FDA method code(s): b21 ; FDA results code(s): c21 ; FDA conclusion code(s): d16. Brand name : heartware ventricular assist system ¿ battery ; model #: 1650 / catalog #: 1650 / expiration date: 30-jun-2023 / serial #: (B)(4); UDI #: (B)(4); device available for evaluation: no ; device evaluated by MFR: no, device evaluation anticipated, but not yet begun ; mfg date: 17-jun-2022 ; labeled for single use: no ; patient ime code(s): e2403 ; imf code(s): f26 ; img code(s): g02002 ; FDA device code(s): a0705 ; FDA method code(s): b21 ; FDA results code(s): c21 ; FDA conclusion code(s): d16. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.